Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.

Event description:
Boston scientific crm received information that the left ventricular (lv) epicardial lead exhibited high pacing thresholds. The patient did have a redundant lv epicardial lead implanted but medical records did not show which lead was connected to the device. It was later reported that both epicardial leads exhibited high pacing thresholds, such that capture was obtained at only maximum outputs. Both leads were capped and a new lead was successfully implanted.